Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternative method of insulin therapy.